Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the lead site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the existing lead was repositioned and secured. Therapy was resumed post operatively.